Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose such as nausea. The customer was treated with food. It was unknown auto mode feature was active or not at time of low blood glucose event. Customer received change sensor and sensor updating. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.